Manufacturer narrative:
Concomitant medical products: 693565 lead; implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead was fractured. A left venous occlusion was noted. The ra lead was capped and not replaced. No further patient complications have been reported as a result of this event.